Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving versed (5 mg/ml at 3.7419 mg/day), baclofen (1100 mcg/ml at 823.2 mcg/day), and clonidine (700 mcg/ml at 523.87 mcg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 a pump refill was done and the patient¿s dose was increased by 10% - versed (5 mg/ml from 3.3981 mg/day to 3.7419 mg/day), baclofen (1100 mcg/ml from 747.6 mcg/day to 823.2 mcg/day), and clonidine (700 mcg/ml from 475.74 mcg/day to 523.87 mcg/day). Per the physician, the patient was a little woozy after the refill. The physician suspected that the pump may be overdosing the patient. The patient went to the emergency room (ER) later that night and the physician had the ER physician decrease the dose by 10%. The company representative contacted the pump managing physician on 30-aug-2018 to see how the patient was doing and the physician stated that she hadn¿t heard from the patient, so she assumed the patient was fine. It was unknown if the issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.